Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5 vdc power supply was evaluated the calibrated to the optimal operating voltage. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys exhibited an error and locked up. No pt serious injury or death was reported related to this event.